Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient reported implant rupture. Subsequently, physician reported "no complaint against the device". Device has been explanted. This relates to the left side.

Event description:
Patient reported implant rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.